Event description:
It was reported the patient was admitted to the hospital and diagnosed with an infection at the ipg site. Patient is receiving IV antibiotics and next course of action is unknown.

Manufacturer narrative:
An event of infection was reported to abbott. It was conveyed that the infection originates at the ipg site, however, no explanted products were returned for analysis. Patient was on IV antibiotics and the infection has since resolved. As a result, a device history record was performed to review and confirm the sterility of the ipg. Based on the documents reviewed, the source of the infection remains unknown.